Event description:
It was reported that the device entered backup mode with no high voltage defibrillation therapy due to performing an MRI scan without programming the device to MRI mode. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.